Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black filament particle inside a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This issue was identified during the visual inspection process at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from april 02, 2022 - april 03, 2022. The actual device and a photograph of the sample were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. No particulate matter was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.